Event description:
The facility reports the boom fell off three feet off the ground when the aids were trying to pick a patient up off the floor. The patient hit their head on the foot of the lift. No injuries were reported.

Event description:
The facility reports the boom fell off three feet off the ground when the aids were trying to pick a woman pt up off the floor. The pt hit her head on the foot of the lift, suffering a head laceration.